Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer's buttons were unresponsive. The mother did not have the pump on hand in order to troubleshoot and provide pump information. The mother states they would call back at a later time.